Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . Complaint of motor rate error was not duplicated during power up and occlusion testing, nor was revealed in the event log. The physical condition of device was revealed to be in good condition. Preventative actions was taken to replace the worm coupling and gear.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps alarmed motor rate error. No patient injury reported,